Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A device service history cannot be performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference:(B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(4). Case status: open. Summary: error code 10-1064-1232. Case notes: problem description: 01/30/2018 13:23:28 (B)(4). Tsc notes: 01/19/2018 06:54:06 (B)(4). Customer (B)(6) called in for help on 8100 unit have errror code 10-1064-1232 which is a software fault error will have to reflash software on unit. Customer (B)(6) he knows how to flash the unit. Thank me for my help. Ir # (B)(4).